Event description:
Pt s/p operating room for partial palmar fasciectomy, right hand, with extension to the pip joint of the ring and small fingers on (B)(6) 2017. Wound was irrigated with incisions closed. The palmar incision was partially closed leaving the majority open. After completion of the case the instruments were sent to central sterile for processing. Upon inspection in central sterile, a tech noticed that the tip of one of the skin hooks was broken off. The operation staff and surgeon were immediately notified and an x-ray was done. The x-ray showed a 1.7mm radiopaque body projecting over the palmar aspect of the hand. Surgeon disclosed the incident to the patient at 1330 and the patient was in agreement to go back to surgery for removal. The pt returned to surgery at 1347 for a foreign body removal of the right hand; retained portion of a skin hook. Reviewed with operating room manager. Operating room staff to pay closer attention to examination of equipment for any breakage post procedure. Central sterile to assess skin hooks currently in stock. Manufacturer notified and FDA medwatch completed.